Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invasion of the video connector while the user was handling the device which led to abnormality of electronic parts. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: when attaching the adapter of the leakage tester (wa23080a) or the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the adapter or connector cap of the leakage tester and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is noise on the monitor due to the damaged charge couple device (ccd) unit. The image was recognizable. Other observations for the device: corrosion from video connector due to the leakage; insulation resistance value is out of standards due to the scratch on insertion pipe; angulation in the up direction is out of standards due to the worn angle-wire; and light guide connector is corroded. The user¿s complaint of image noise was confirmed; however, the image was recognizable. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device yielded image noise without any recognizable image during pre-use inspection. There is no patient involvement and no harm to the patient of the intended procedure. The intended diagnostic procedure was completed with another similar device without any delay.